Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065 o-arm software - o2 (B)(4). Logs received for software analysis. Analysis is in progress. Patient information has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure, images failed to upload to the digital intercommunication of medicine (dicom). The site had deleted a patient spin from the navigation system. The surgeon then wanted the exam pushed to the navigation system again. When the site tried the manual push the mobile viewing station (mvs) of the imaging system had an error stating "failed to upload dicom". The site tried multiple times to manually push with the same error resulting. The site checked the recent patients on the navigation system and the exam was not there. The mvs was not connected to the image acquisition system (ias) of the imaging system and the navigation system was showing no network connection in the acquire images task, however the mvs's navigation connection could be successfully chosen. The surgeon decided they did not need the images and did not try sending the images with the ias and mvs connected. The site was able to continue the case without the exam as screws were already placed. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that they were unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. Log investigation found the system lost connection, performed connection retries and failed to connect after a period of time. Unable to confirm if the event is o-arm system or system connection/connector issue. This case may be re-opened if additional information is received. Fdccodes: 4315, fdmcodes: 10, fdrcodes: 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.